Manufacturer narrative:
One device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. Corrective actions are in process.

Event description:
During internal investigation of returned product, contamination was found between the plunger tip and the barrel, partially into the fluid path.